Event description:
Surgeon expereinced a bleeding staplled anastomosis post-operatively. Pt had 2 bowel movements with very bloody stools. The bleeding did stop without intervention and no add'l procedures were necessary. No buttressing material was used.